Event description:
Reportedly the suture was used during a I and d upper leg procedure. Post-op next day the suture broke. Patient was brought back to the or due to the suture breaking and dehiscence occurring. Patient was closed again.